Manufacturer narrative:
(B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articuleze m head 36mm +1.5 hip femoral head; pinnacle mtl ins neut36idx52od hip acetabular liner; pinnacle 300 acet cup 52mm hip acetabular cup; summit por taper sz2 std off hip femoral stem; apex hole elim positive stop hip acetabular cup hole cover. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Patient was revised to address osteolysis and infection. Update ad 02 may 2018: wpc (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. In addition to what were previously alleged, ppf alleges elevated metal ions. Doi: (B)(6) 2003 - dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null.device history batch ==> null.device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.